Event description:
It was reported that the high pressure led does not light up. No patient involvement was reported.

Event description:
Additional information was received confirming that no patient was involved and the date of event was provided.

Manufacturer narrative:
Manufacturing device history record review was not performed because it is not relevant to the investigation due to the age of the device and the impact sustained. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a bowed front panel, cracked relief pressure knob, and torn input/output label(patient fitting is intact). Input manifold assembly is extremely loose on the bottom chassis. Functional testing found the pressure switch is out of spec. Also noted during testing was a possible instance of loosened/detached patient outlet connector. The root cause of the reported issue was found to be impact damage. Adjusted cycle pressure to specs. Re-shaped front panel, replaced small knob and tightened all retaining screws. Replaced the input/output label, checked the threads for the patient outlet connector and tightened it per internal trend analysis action. Device passed all functional testing. D5 and e4 are unknown, no information provided to date.